Manufacturer narrative:
Submit date: 11/09/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump delivered inaccurate volume. The feed rate was set to 75ml/hour. In 30 minutes, the pump delivered 50 ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer stated that ¿the unit delivered inaccurate volume..¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.